Manufacturer narrative:
The associated targeter was returned and evaluated. Evaluation of the targeter revealed a broken wire in the cable. Our investigation did not determine a specific cause of the failure. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that surgery was delayed.